Manufacturer narrative:
According to the customer the "quick switch enfit valve was leaking tf, flushes, and medication". The customer reported that the valve was removed immediately and there was "no real impact" on the patient due to the quick response. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the "quick switch enfit valve was leaking tf, flushes, and medication". The customer reported that the valve was removed immediately and there was "no real impact" on the patient due to the quick response.